Manufacturer narrative:
Unit was received with all buttons functioning properly. Keypad overlay was removed and no damages were noted to keypad traces. The pump passed the self-test. Unable to perform the displacement due to rewind test being interrupted by pump error 38. Successfully downloaded history files and traces using thump. No pump error 63 alarms during testing. Pump error 63 (file/line number: 2017/147) was present in the history download on 10/20/2025 at 08:25:05.000 and at 08:27:15.000 due to hardware error. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and motor home switch. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, battery tube threads - cracked and cracked belt clip rails. Pump error 63 was confirmed due to hardware error. Pump error 38 was also noted during rewind test. In addition, during deconstructive analysis, corroded home switch and moisture damage to electronic stack was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad anomaly and received a pump error 63(hardware low-level failures). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error, and the customer was not able to clear the alarm. Troubleshooting was performed for the keypad anomaly, and the customer reported that the pump was not exposed to a change in altitude. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.